Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experience high blood glucose. Customer¿s blood glucose level was 472 mg/dl when they received an alarm to calibrate. Customer stated that they did not feel ok for troubleshooting. The auto mode feature was active during the incident. The insulin pump will not be returned for analysis.